Event description:
N/a.

Manufacturer narrative:
Updated field: a2, a3, a4, b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is taitung (B)(6) hospital. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use the balloon burst and blood entered the cardiosave intra aortic balloon pump. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the alarm message inside the device and "augmentation below limit set" appears three times. The fse confirmed that the alarm may be triggered by a damaged balloon per service manual. Checked the blood intrusion status of the equipment and conduct a visual inspection. The blood-contaminated the pim module, tidal volume disk, and safety disk. The fse replaced the pneumatic module assy (0997-00-1178) (including pim module, safety disk, tidal volume disk). After replacement, all manifold test pass, leakage test is normal, unit tested with balloon and can pump normally. Simulate the "augmentation below limit set" alarm, and its alarm sound and now alarm message can sound and prompt normally. The equipment functional test is normal. All functional and safety checks performed to meet factory specifications.